Event description:
The customer reported that his insulin squirted out during the prime process. The caller changed the infusion set and device alarmed and insulin squirted out again. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.